Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a left atrial appendage closure (laac) procedure, a pericardial effusion occurred which required a pericardiocentesis to treat. A non-(B)(6) transseptal puncture device was selected for use. When transseptal puncture was being performed, the physician discovered a circumferential pericardial effusion. The effusion increased from approximately 0.7mm to over 1.0mm. The patient remained stable and anticoagulation was reversed promptly. A pericardiocentesis performed and drain placed. There was no cardiac tamponade or compression noted. The patient was continually monitored, cta scan requested and the procedure was stopped.